Event description:
Customer reported that he had to visit the emergency room for high blood glucose levels. Troubleshooting performed and pump appeared to be operating normally. It was reported that customer had continual problems with high blood glucose levels. Customer had tried different sets and sites with high blood glucose levels persisting. It was reported that md requested that pump be replaced.